Manufacturer narrative:
Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: it was received for analysis a winding former with two detached needle-sutures of product. During the visual inspection of two needle-sutures pieces, the swage and attachment area were noted to be as expected. The sutures pieces were examined and damaged was observed and the ends of the suture were cut that appear to be by use of a surgical instrument. According to the sample condition, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture detached closely to the junction of the needle wire during the procedure. There were no adverse patient consequences reported.